Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an alarm reset key unresponsive while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A keyboard was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found on the printed circuit board (pcb) on the keyboard dome slippage on numerous keypads. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the dome keypad slippage. If information is provided in the future, a supplemental report will be issued.